Event description:
The customer reported that the insulin pump alarmed and did not allow him to prime. The blood glucose reading was 110mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.